Event description:
The machine kept giving error messages -wrong pressures- and would therefore not function to do the ablation. The co was contacted and came in a week later to observe dr do a similar procedure on another pt, and found that even using their own machine, they could not get the catheters to work. They tried a few from one lot that all failed and then tried one from another lot that worked. The conclusion was that rptr had a bad lot for the catheters. The machine itself was checked and found to be ok, but it will be sent out to the co for pm since it has not been sent for awhile. The co is replacing stock of lot number.